Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection showed that the cone of the return male luer lock (mll) was broken. The reported condition was verified. The cause of the defect can be presence of liquid on the male or female luer connection, improper connection handling or design related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reporter's facility: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during treatment with a prismaflex st100 an external blood leak occurred from luer connector access line. There was no patient injury or medical intervention associated with this event. No additional information is available.